Event description:
The wound care nurse reports that a patient experienced an anal fissure with bleeding while the device was in place.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient/event information was requested and has not been provided. Should additional information become available, a follow-up report will be submitted.